Event description:
It was reported by the customer's mother that the customer had a keypad anomaly on the insulin pump. Customer's mother stated that the buttons on the pump were stuck and the pump alarmed all night. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.